Event description:
A patient called the nursing supervisor to complain of an rn that made a visit the day prior to change her abdominal wound vac. The rn changed the dressing three times as the vac kept alarming. The rn believed there was a problem with the seal of the dressing, when in fact the patient noted that there was a crack in the plastic luer lock connecter that was causing the air leakage. Additionally, the nurse forgot to unclamp the tubing between the drsg and the vac. The patient noticed the problem two hours after the visit, called the triage rn, removed the abdominal dressing herself, & had another visit with a wound care rn who resolved the situation. This writer consulted with the home care rn educator and wound care nurse who showed me the luer lock and two small plastic protrusions (teeth) that sometimes break off as a result of normal use. In this case, one of the small plastic protrusions had broken off at some point during the patient's treatment with the wound vac causing an air leak, a poor seal, and the alarm going off. If the wound vac is off for any time up to two hours the patient should turn the machine off, remove the dressing, apply a wet to dry saline dressing and call the home care to have a nurse come out to assess the situation. The wound can potentially deteriorate if this is not done.